Event description:
The manufactures reference number is complaint (B)(4). During a laparoscopic hernia repair one of the jaws on clickline bowel grasper item 33310c broke off inside the patient. No patient harm was reported. The entire broken jaw was retrieved using a grasper. No x-ray was required.

Manufacturer narrative:
The broken jaw piece was not returned with the instrument. The shaft was slightly bent. The date code of march 2014 is past the manufactures 1 year warranty and the IFU (97000025 IFU v4.2 02/2020) provides a warning of overloading the instrument by exerting too much force may cause the instrument to break, bend and malfunction.